Event description:
It was reported that the customer received a button error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm noted during testing however, buttons were unresponsive due to corroded keypad traces. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.